Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the ins (s/n: (B)(4)) found no anomalies and analysis of the lead (s/n: (B)(4)) found the lead body to be broken at the anchor site. Fdc pertains to the ins (s/n: (B)(4)) and fdc pertains to the lead (s/n: (B)(4)). Fdm and fdr pertain to the ins (s/n: (B)(4)). Fdc and fdr pertain to the lead (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the physician found high impedance during follow up. Only the impedances of the 0 and 6 electrode were ok. The ins was programmed in order to use only the electrodes 0 and 6. On the day of the report there was the revision of the scs system and physician decided to replace both lead and ins. It was noted that the patient was fine. No further complications were reported/anticipated.